Event description:
It was reported while using bd pegasus plus closed needle protection IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 10 o'clock on (B)(6) 2023, the patient will be punctured with an intravenous indwelling needle. The puncture was successful and normal, but blood leaked from the white rubber port of the catheter seat after the steel needle was pulled out. The bleeding port was wiped with disinfectant and then sealed. Four similar cases have occurred with this type of indwelling needle. The white rubber port of the catheter seat of the indwelling needle is poorly sealed and prone to infection, bleeding, and blood is easy to spurt out and cause infection to the operator.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus plus closed needle protection IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 10 o'clock on (B)(6) 2023, the patient will be punctured with an intravenous indwelling needle. The puncture was successful and normal, but blood leaked from the white rubber port of the catheter seat after the steel needle was pulled out. The bleeding port was wiped with disinfectant and then sealed. Four similar cases have occurred with this type of indwelling needle. The white rubber port of the catheter seat of the indwelling needle is poorly sealed and prone to infection, bleeding, and blood is easy to spurt out and cause infection to the operator.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-aug-2023. H.6. Investigation summary: a device history review was conducted for lot number 2326899. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.